Manufacturer narrative:
(B)(4). The user facility was contacted regarding resolution of the issue. The user facility stated the unit was repaired but could not provide further information. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
Carefusion received from the FDA a medwatch FDA form 3500a, submitted by a user facility to the FDA. Uf/importer report #(B)(4). The user facility reported that their avea ventilator touchscreen was occasionally non-responsive. The user facility was directed to clean the screen with caviwipes, however, the problem continued. The touchscreen became completely non-responsive to touch. The ventilator was changed out for another avea ventilator. The ventilator was in use on a patient when the event occurred; there was no recorded harm to the patient associated with the event.